Manufacturer narrative:
Lead was capped on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on the rv channel in recordings transmitted to home monitoring. An inappropriate shock was delivered due to noise on (B)(6) 2023. Full lead evaluation was recommended. Lead is currently implanted. Should additional information be received, this file will be updated.